Manufacturer narrative:
The investigation for the reported pain at insertion site and vascular damage peripheral vessel issue has been completed. The impella device was not received from the customer and the insufficient clinical details provided were not sufficient to determine a root cause. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high-risk pci & impella 5.5 with smartassist for use during: section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, on the day after implant the patient's limb became numb/paresthesia despite intact pulses. Limb was not ischemic. The team opened the axillary incision bedside and removed material that may have been causing the compression. The pump remained on for support for approximately two weeks when the patient expired after sepsis from hernia surgery and care/comfort measures.